Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2025, the patient underwent an endovascular treatment for a thoracic aortic aneurysm with dissection using gore® dryseal flex introducer sheath. The 24 fr sheath was inserted via the left common femoral artery. After stent graft placement in thoracic aorta, angiography of the access vessel revealed vascular injury immediately proximal to the sheath insertion site. As blood pressure gradually decreased, the vessel occlusion was performed using a gore® mob balloon catheter, and gore® excluder®aaa endoprosthesis was deployed at the site of injury. Upon removal of the mob catheter, the previously placed excluder leg migrated distally. When the sheath was withdrawn, the distal end of the migrated leg became exposed from the puncture site, resulting in massive blood leakage from the leg. The blood pressure dropped to around 40, and an emergency blood transfusion was required. The distal end of the leg was clamped, and the balloon occlusion was performed via a crossover approach/from the right side to allow placement of a second excluder leg. The first excluder leg was removed externally using forceps. The intima was repaired, and the procedure was completed. Physician¿s comment: a resistance during sheath insertion was not significant while there was a strong sensation of contact with calcified segments. After the vascular injury occurred, balloon occlusion should have been performed from the right side via a crossover approach.